Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. When opening the package, the package of the thread was sealed with the external package. There were no adverse patient consequences. Additional information hasn been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.